Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and ran device for forty minutes and found no errors populating screen. The fse checked event logs and no errors were found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the device was receiving error codes: low rate, high tidal volume (vt), and low minute ventilation (ve).  It was reported there was no patient involvement at the time the issue was discovered as it was discovered during setup. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during setup the unit is alarming low rate, high vt, and low ve alarms, not able to clear alarms and requests onsite service for unit checkout and repair if needed. Resolution and disposition are pending - investigation ongoing.